Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age and gender unknown) who was presenting a ventricular tachycardia heart rhythm, but the device was unable to synchronize the patient's heart rhythm. The clinicians obtained another device and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.